Manufacturer narrative:
E1 address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that the transfer set disconnected from the titanium adaptor. This occurred during an unknown step in peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using naked eye. Functional testing performed included leak testing, clear passage test, clamp function testing. No issues were found during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.